Event description:
It was reported that the wake button on the pump was not functioning as expected. Customer's blood glucose (bg) level was 553 mg/dl. The customer addressed their bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.